Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose levels. Her blood glucose at the time of incident is unknown. She states that she fell asleep from non-diabetes medication before she could eat. She received medical treatment at the hospital for low blood glucose, and was released from the ER as soon as her blood glucose levels stabilized. Troubleshooting was initiated for the insulin pump and everything appears to be normal and functional. No products were returned, replaced, or shipped.